Event description:
Kendall health care received report from hosp on 05/10/00, that during a thoracentesis procedure, the radiologist could air leaking in the line during the procedure. Md did not know if air is coming from the pt during the procedure or was air entering the catheter through the valve. Md reports not feeling crepitus. No pt injury noted.